Manufacturer narrative:
The device was not returned for evaluation. However, technical assistance center (tac) provided remote troubleshooting and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powered laser surgical instrument's coiled fiber broke. The issue occurred during a therapeutic ureteroscopy laser lithotripsy with suction and was completed with an olympus back-up device. There were no reports of patient harm.